Event description:
It was reported sjm received the explanted device from a competitor. The MFR's device registration system revealed the product was shipped for international use and pt details are unable to be obtained. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.